Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, primary stability was not achieved. The site was grafted. Clinician reports poor bone quality in patient. Another implant was not placed successfully in the same site on that day. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The device was non-sterile and it was discarded by the distributor. Therefore, it was not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, primary stability was not achieved. The site was grafted. Clinician reports poor bone quality in patient. Another implant was not placed successfully in the same site on that day. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).